Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient was hospitalized due to high blood glucose level at the date (B)(6) 2019. The customer¿s blood glucose was 500 mg/dl. Customer¿s current blood glucose was 143 mg/dl. Customer was treated with intravenous bags for hyperglycemia, uncontrolled type 1 diabetes hypoglycemia and coma. Customer experienced symptoms like dehydration. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).